Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. Insulin pump passed off no power test, self test, error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test including occlusion test due to prime anomaly. No motor error alarm noted. Motor was tested outside the device and passed. Insulin pump received with cracked case on display window corners, cracked lcd window, minor scratches on lcd window, cracked reservoir tube, scratched reservoir tube window, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported the customer was hospitalized for high blood glucose. Customer reported being sick when their blood glucose began to rise. The customer was hospitalized on (B)(6) 2015 for diabetic ketoacidosis. Blood glucose at the time of admission was 546 mg/dl. Customer also reported being out of breath, not being able to walk, and being only semi-conscious prior to their hospitalization. The customer also reported being admitted into the intensive care unit and being treated with an IV. It was also reported the customer received a motor error alarm during a prime. Customer's blood glucose was 350 mg/dl at the time of the call. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.